Event description:
Per the audiologist, the pt fell and hit his head shortly after the cochlear implant system was activated. Integrity tests done in 2007 and in 2008 were consistent with normal receiver/stimulator function with multiple electrode faults. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This tyhpe of event is addressed in the device labeling.